Manufacturer narrative:
Philips field service engineer (fse) went to the customer site. The alarm log from the piic was obtained by the fse, and was reviewed by a philips complaint investigator (ci). It was found that multiple apnea alarms had occurred prior to a brady alarm at 21:28:45; the apnea alarms were silenced: the investigation results were provided to the customer. The device remains at the customer site. There was no product malfunction; this was determined to be a user issue. The alarm log from the piic was obtain by a philips field service engineer (fse), and was reviewed by a philips complaint investigator (ci). It was found that multiple apnea alarms had occurred prior to a brady alarm at 21:28:45; the apnea alarms were silenced the device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that a nurse stated that "no alarms were generated" at the central station (piic) for apnea prior to a bradycardia alarm requiring a "code" to be called at approximately 2130 hours on (B)(6) 2019 for a patient in room 4212. Patient transferred to ICU and later died.